Event description:
It was reported that during a follow up clinic visit, the health care professional (hcp) called technical services (ts) for troubleshooting assistance of this cardiac resynchronization therapy defibrillator (crt-d) system. The hcp reported that during an earlier clinic visit, this crt-d exhibited inappropriate atrial tachy response (atr) due to farfield oversensing. The hcp noted that the device was reprogrammed and the farfield oversensing was solved. However, at the follow up visit, the presenting electrogram (egm) was reviewed and showed the crt-d exhibit right atrial (ra) undersensing of the p waves which appear to lead to a decrease in the biventricular pacing percentage rate due to p wave conducting faster that the programmed atrioventricular delay ends. Ts discussed possible programming options with the hcp and recommended for revision of the ra lead to improve ra sensing. At this time, this crt-d and ra lead remain in service. No adverse patient effects were reported.